Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) pocket was surgically revised due to patient discomfort. This crt-p remains in service. No additional adverse patient effects were reported.